Event description:
The customer reported that the companion 2 driver exhibited "system malfunction" / "imbalance" / "very low flow" / and "single compressor malfunction" alarms while supporting a patient. There was no reported adverse patient impact. The patient was subsequently switched to the backup driver without incident. This alleged failure mode poses a low risk to the patient because it did not prevent the driver from performing its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.